Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal vein ligation (evl) procedure performed on (B)(6) 2024. The physician performed gastroscopy and found esophageal and gastric varices which required esophageal vein ligation and gastric varices tissue glue injection. During the procedure, when the ligation device was transferred to the gastroscope, it was noticed that the steel wire of the ligation device was fractured. The procedure was completed with a new speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.